Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a water supply failure. The customer reported the issue was found during inspection prior to use. The scheduled procedure was completed with another device with no delay. No adverse effects to patient reported. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer could not confirm whether there was a delay in the start of the pre-cleaning or whether the scope was soaked before manual cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories. The air/water nozzle was flushed with air and water and the nozzle was wiped with lint-free cloths/brushes/sponges. The customer could not confirm whether the air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation. During functional testing, the reported water supply issue was not confirmed. Functional testing showed the bending angle in the up direction did not meet with specifications due to a worn angle wire. Visual inspection found several issues in addition to the foreign material: the bending section cover adhesive was peeling and chipped; the universal cord was wrinkled; and the control unit was discolored. The evaluation found the following components were scratched: scope connector cover unit; scope connector; universal cord protector; image guide protector; hand grip; scope cover; switch box; switch button 2; lock engagement lever; lock engagement knob; both the right/left knob and up/down knobs; the plastic distal end cover; and connecting tube. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.